Event description:
Peripherally-inserted central venous catheter (PICC) line broke at the hub. Lot # 11349417. Registered nurse (rn) and respiratory therapist (rt) got in with baby to do 1st cares for their shift. They immediately noticed that the PICC line had broken. It almost looked like it had separated from the part that attaches to the clave. Infant was not harmed, and I was able to remove the damaged line without any issues. Baby is stable. However, a new line is now required for the baby as a result of this defect. The PICC line and it's associated distal IV tubing have been saved and are in nurse manager's possession. The line was secured normally, no undue tension or clamping of the line known. No difficulty noted with placement. Catheter had been in place for 32 days. While catheter broke at hub, the entire catheter was able to be removed from infant. There was no noted bleeding from the site. New PICC placement was required. No deviation from protocol.